Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. Subsequently on (B)(6) 2015, the patient was administered general anesthesia to facilitate an abutment exchange. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.